Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the locking drill sleeve is too short and do not reach the plate through the aiming arm. No further information was provided. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The device was received and evaluated. The investigation showed that the locking drill sleeve is too short. The length of the drill sleeve is out of the tolerance. This was due to manufacturing error. The cause is unknown. The (B)(4) was initiated to check this dimension of the length in the product quality plan.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.